Event description:
The customer reported that the device had a proximal pressure sensor auto failure (error code 110b). It was reported that the device was in use at the time the event occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer has a v60 that has a proximal pressure sensor autozero failed. It was verified that the device had an error code 110b in the significant log. The remote service engineer (rse) recommended replacing the following parts - #453561511911, solenoid valve (sol 3 and sol 4); and #453561512561, data acquisition (da) printed circuit board assembly (pcba). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Field service engineer (fse) went onsite and diagnosed an oxygen flow test failure. The flow sensor was replaced, and the unit was returned to service.

Manufacturer narrative:
The replaced flow sensor assembly (fsa) was returned to the philips product investigation lab (pil) for evaluation. The pil technician verified through operation of the returned fsa on a pil test device that the check vent: proximal pressure sensor auto zero failed alarm could be duplicated. The 3rd solenoid was found to be faulty. Further testing was performed on the faulty proximal solenoid through installation of the faulty 3rd solenoid into position #2 of the fsa. The additional generation of error code 1009 in position two verified that the issue followed the solenoid. It was determined that the faulty solenoid was stuck in the energized position. Through this testing, the device issue was confirmed by the pil tech. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.